Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion in tube event on 01-jun-2024. Customer changed supplies as necessary and resumed insulin therapy. No further information available.